Manufacturer narrative:
MDR 3003442380-2024-01306 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024 for first and second events and (B)(6) 2024 for third and fourth events. Moreover, the issue occurred with four infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.